Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, grade 2. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent operative laparoscopy, bilateral salpingo-oophorectomy, lysis of adhesions, extensive and dilation of the urethra on (B)(6) 2007 due to severe pelvic pain, urinary incontinence, pelvic adhesions, extensive ovarian adhesions and ovarian retention syndrome (B)(4).

Manufacturer narrative:
Date sent to FDA: 04/11/2016. Additional information: age at time of event, date of birth.